Manufacturer narrative:
(B)(4).

Event description:
It was reported "pink lumen clamped and pink stickered 'do not use' due to leaking when flushed by ward nurse on central venous line day 19." The PICC was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Event description:
It was reported "pink lumen clamped and pink stickered 'do not use' due to leaking when flushed by ward nurse on central venous line day 19." The PICC was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.